Event description:
It was reported that during an unknown procedure, the cartridges kept being locked before firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged cartridge an ecr45w cartridge reload was received for analysis. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. No further functional analysis could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.